Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Unable to verify frozen screen, pump error and this alarm is generated when a power failure is detected due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarms and frozen screen. The customer¿s blood glucose value was 148 mg/dl. The customer was assisted with troubleshooting. The customer was unable to clear the pump errors. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.